Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012; inratio: 7.2; repeat inratio: 3.3, 5.3; lab: 6.6. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.